Event description:
(B)(4). I had the essure device implanted on (B)(6) 2013. Within three weeks of the implant of this device, the following symptoms began: drenching night sweats; heavy bleeding during menses; irregular periods (occurring every 3 weeks and lasting 7-10 days); pelvic pain; painful intercourse and vaginal dryness; hair loss (clumps beyond normal hair loss); metallic taste in mouth; foul smelling urine; abdominal pain and bloating; fecal incontinence and urgency; dramatic weight gain and inability to lose weight; numbness and tingling in my hands and arms with pain radiating up to elbows and sometimes shoulders (not associated with sleeping funny, etc); severe lower back pain; when going to standing, I often can and rs get fully erect for several seconds; brain fog and dash; completely losing my train of thought or saying a word completely out of context (like saying dog instead of tree, etc); extreme fatigue (falling asleep at 5pm after only working a 4-hour day); dental issues and sensitivities; alcohol intolerance (half a glass of wine felt like I drank a whole bottle); puffy face and dramatic dark circles. After presenting my symptoms to my ob/gyn, in spite of "normal placement" on the hsg, removal of the device was advised. My doctor removed the tubes via bilateral salpingectomy, inconsistent with bayer's own recommendation of hysterectomy, on (B)(6) 2014, after about 6 months of having the device in. Initially, I experienced relief from most of the symptoms. However, within a few months, the symptoms that initially went away have recurred. To date, I have had the following testing done as a result of my complications, with no specific conclusions as to why my body has become a living hell since the implantation of this device: normal blood panel twice (though initially elevated liver enzymes after device removal), normal folate and b12 levels, normal colonoscopy, normal x-ray and ultrasound, neither showing fragments. I am scheduled to see a neurologist next month and am pursuing seeing an endocrinologist to examine my hormone levels. In (B)(6), I have never met my insurance deductible, as I have always been healthy and active. Since essure, I have met my deductible well before the end of the year because of repeated appointments and testing to address pain and other symptoms. Even with insurance, this "safe," "non-surgical" device has resulted in several (B)(6) out of pocket, more doctor's appointments I care to recall, repeated testing and blood draws, loss of income, loss of health, etc., etc., etc.